Manufacturer narrative:
Follow-up #1: date of submission 11/14/201. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of pump history showed no evidence of load step malfunction. Investigation was unable to duplicate the load step malfunction complaint. The load/prime function was completed without incident using a test cartridge. Force sensor was found to be out of calibration and force resistance measurement was out of specification. When the pump casing was opened, contamination was found on the force sensor plate. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly.

Event description:
On (B)(6) 2013, the patient claimed that the animas pump pushed all the insulin from the cartridge during a load step. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.